Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00840009000, humeral screw kit 2 humeral screws, lot 63807803, 00840009500, articulation kit, lot 63396481, 00111914001, bone cement, lot 83234431, 00840004610, humeral component, lot 63287682.

Event description:
It was reported that the patient is scheduled to undergo a 6th revision of the left component in the elbow approximately 17 months post implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.